Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by health care professional states that there were two consumers experienced corneal ulcer and were treated with unspecified pharmaceutical drops. Additionally, the consumers slept with their contact lenses on their eyes (user error). The current status of the consumer¿s eyes is resolved at the time of this report; additional information has been requested but has yet to be received.